Manufacturer narrative:
(B)(6) 2025, is an estimated event date and estimated therapy date for the concomitant medical products.

Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI) check. It was noted that the right atrial (ra) lead had dislodged which resulted in high capture threshold and subsequent loss of capture. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was in stable condition.